Event description:
It was reported to philips that the system gave an alert indicating the suite computer was not accessible, preventing the system from booting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.